Manufacturer narrative:
(B)(4). G2: foreign - event occurred in germany. G2: literature - saur, m., dausch, v., minkner, c. Et al. Heterotopic ossification with adhesion to the distal biceps tendon and brachial artery displacement following distal biceps repair: a case report. Obere extremität 21, 109¿112 (2026). Https://doi.org/10.1007/s11678-026-00910-w. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported in a journal article that, following distal biceps tendon repair, the patient developed heterotopic ossification with associated symptoms approximately seven months post-operatively and subsequently underwent surgical tenolysis. The patient sustained a distal biceps rupture during an eccentric movement involving body weight and underwent distal biceps repair using a suture anchor device. Approximately seven months post-operatively, the patient experienced increasing restrictive range of motion, movement- or stress-related pain, and ventral forearm paresthesia. Radiographic imaging demonstrated ossifications in the ventral portion of the tendon and surrounding tissues. During the subsequent procedure, the brachial artery was found displaced by ossification, with posterior adhesions to the distal biceps tendon and radial tuberosity extending into the ossified tissue. Tenolysis was performed up to the radial tuberosity, and the tendon was noted to be well inserted. The patient had the procedure completed without complication, and at approximately 12 weeks post-procedure, all range of motion was restored with imaging showing a well-defined and continuous distal biceps tendon. Attempts have been made and no further information has been provided.